Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05196. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However upon the initial inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was simply removed and was exchanged with a 2.25mm x 15mm nc emerge® balloon catheter. However upon the initial inflation at 10 atmospheres for 10 seconds, the balloon also ruptured. The device was also simply removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an nc emerge balloon catheter with a stopcock attached to the hub. There was blood in the hub, inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 6.5mm longitudinal tear in the balloon wall at the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication that the device was inflated over the rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05196. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However upon the initial inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was simply removed and was exchanged with a 2.25mm x 15mm nc emerge balloon catheter. However upon the initial inflation at 10 atmospheres for 10 seconds, the balloon also ruptured. The device was also simply removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.